Event description:
Consumer complaint of erratic blood glucose results. Per the caller, blood test results reviewed in memory were 139 mg/dl, 176 mg/dl, 122 mg/dl, 121 mg/dl, and 129 mg/dl. Caller states readings are normally between 100 and 120 mg/dl. Control result performed at time of call was 182 mg/dl for a range of 31-61 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).